Manufacturer narrative:
Unit is purchased from a neighbor approx two years ago. No maintenance has been done on the unit during that time. A service ctr is being sent to inspect the unit and provide a report.

Event description:
Alledges the unit took off on its own.